Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that the xhibit central station was in a continuous reboot loop. No injury was reported with this event.

Manufacturer narrative:
The serial number originally reported by the customer was incorrect; the correct serial number is (B)(4). The customer returned serial number (B)(4) to spacelabs for repair where our investigation identified a corrupted hard drive. The drive was replace, software reloaded and functionality confirmed. This report is complete and this particular issue is considered closed.